Event description:
Paramedics inserted a #22 gage bd insyte autoguard IV catheter into the right antecubital for IV hydration. On route to the emergency dept and in the emergency dept, the pt received normal saline, and was admitted to the medical unit for care. There was no leaking at this point. The next day, the pt was transported to medical imaging for a cat scan. While awaiting transport back to the medical unit, pt assessment revealed the IV site to be wet with fluid and blood. Closer inspection revealed the cathlon catheter was disconnected from the plastic catheter hub. The cathlon did not migrate into the pt. The cathlon piece was removed from the pt. Pt did not sustain injury. All product pieces were saved for quality analysis. Bd co rep was notified and arrived for product problem review on 12/20/01. Awaiting bd quality analysis report of findings.